Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported with failing pre-use check with transducer offset out of range. Our field service engineer changed the pressure transducer printed circuit boards (pcbs), the expiratory channel pcb and used a maintenance kit. The software was also reloaded. The ventilator passed the pre-use check and was returned for clinical use. The replaced goods were not returned for investigation and no logs are available. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs are available and several parts were replaced without returning them, the root cause cannot be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).